Event description:
It was reported that during a renal artery embolization procedure, the balloon deflated. The physician was attempting to occlude the right renal artery. While the patient was in the intervention lab, the occlusion balloon catheter was inflated one time inside the patient to "the advised amount indicated on the balloon label". The occlusion balloon was deflated "by the time the patient got to the theatre". The physician successfully completed the procedure with this balloon. Once the balloon was removed from the patient, no damage to the device was noted. No patient complications were noted and the patient's status was reported as "no issues".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).